Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the off-label transcatheter tricuspid valve replacement (ttvr) procedure with a 29 mm sapien 3 valve inside a non-edwards annuloplasty ring, the valve was noted to have been oriented and crimped incorrectly on the delivery system and was implanted. A second 29 mm sapien 3 valve was immediately prepped and implanted inside the first 29 mm sapien 3 valve. The patient remained stable and left the operating room extubated and stable.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve being implanted in the incorrect orientation which required a valve-in-valve to be performed was confirmed. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. It should be noted that the sapien 3 transcatheter heart valve (thv) was implanted in the tricuspid position for this case. Therefore, it was an off-label operation. As reported, "during the off-label transcatheter tricuspid valve replacement (ttvr) procedure with a 29 mm sapien 3 valve inside a non-edwards annuloplasty ring, the valve was noted to have been oriented and crimped incorrectly on the delivery system and was implanted" and "the perceived root cause was incorrect preparation as this was an off-label tricuspid case". Per the training manuals/IFU, "confirm with implanting physician prior to placing thv/qualcrimp crimping accessory onto delivery system which approach is being used: antegrade transapical or retrograde transaortic. The thv is placed in different orientations for each approach, and this must be verified with the implanting physician". Additionally, "verify correct thv orientation with the inflow (outer sealing skirt) oriented toward the proximal end of the delivery system" for transapical approach, and "verify correct thv orientation with the inflow (outer sealing skirt) oriented toward the distal end of the delivery system" for transaortic approach. In this case, the valve was likely crimped in the incorrect orientation during device preparation. Due to the off-label case, the incorrect orientation was not identified until valve deployment. As such, the available information suggests that procedural factors (off-label use) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.